Event description:
There was an error with the ablation catheter when connected to the carto system. The catheter was removed and replaced with no harm to the patient manufacturer response for sf catheter, thermocool smarttouch sf (per site reporter). Clinical site notified the manufacturer representative directly.